Event description:
It was reported through stryker facebook page: "mine were done 7 year's ago. From day one I was in more pain than before it was also. The worst choice I have ever made, quality of life I have none"

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.